Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date updated to proper value. The returned axiem was not functional. There were multiple power supply fault codes. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation.

Event description:
A manufacturer representative reported that, while in a shunt placement procedure, the electromagnetic interface box displayed a fault and navigation was lost. It was reported that the navigation system could not track after troubleshooting of the cables. After a hard restart and use of a second interface box from the site, navigation could be continued. There was a reported delay to the procedure of 5 minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: during the procedure, it was reported that the registration could be performed. Following reseating the cables, metal interference was checked and navigation could not be resumed. It was noted that the software became unresponsive, prompting a hard restart. Following the restart, a second electromagnetic interface box was used to complete the procedure.